Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 1) and silent ischemia. Cardiac catheterization revealed a 60% stenosed and 15mm long lesion located in the proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 4mm. The lesion was treated with direct stenting using a 3.5x16mm promus element stent and post dilation with a 4.0x8mm nc quantum apex balloon catheter. Following post dilation, a dissection was noted in the proximal lad. This was treated with placement of a 3.5x8mm promus element stent resulting in 0% residual stenosis. Treatment was reported to have good final angiographic result without complications. The patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).